Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch; no issues were observed. Data was extracted using approved software, and extraction was successful. Sensor data was analyzed. No abnormalities were observed with the sensors data. Sensor state 7 with event codes 11, 224 and 227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with lsa (late sensor attenuation) termination in which physiological issues from the user have degraded the sensor tail which can degrade readings. As a result, the sensor recognized this attenuation and terminated to protect the user from unreliable glucose values. Therefore, issue is not confirmed due to lsa. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received an unspecified sensor error message with the abbott diabetes care (adc) device and was unable to obtain glucose readings. As a result, the customer experienced symptoms of hypoglycemia, a loss of consciousness, and was unable to provide self-treatment. The customer had contact with a non-healthcare professional (non-hcp) who "administered oxygen, saline solution, and intravenous glucose" as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received an unspecified sensor error message with the abbott diabetes care (adc) device and was unable to obtain glucose readings. As a result, the customer experienced symptoms of hypoglycemia, a loss of consciousness, and was unable to provide self-treatment. The customer had contact with a non-healthcare professional (non-hcp) who "administered oxygen, saline solution, and intravenous glucose" as treatment. There was no report of death or permanent impairment associated with this event.